Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. The customer advised that the powered off when taking the patient's blood pressure. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. Stryker determined that the cause is likely due to the age and condition of the battery, however, as the event could not be duplicated root cause is unable to be determined.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. The customer advised that the powered off when taking the patient's blood pressure. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.